Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Upon troubleshooting actions, the fse identified that the geo module was defective. The defective geo module was returned for analysis, which concluded that the pan knob was damaged. The fse replaced geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were unavailable due to defective geo module. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.